Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with 6 infusion sets, all of the same type. The tubing was leaking at the center of the infusion set. The issues had been occurring for the past 6 months. The caller did not know the exact duration of use for the infusion set before the issue occurred. The patient's blood glucose at the time of the issue was noticed was 300 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.